Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the obtuse marginal. The lesion exhibited mild tortuosity. During advancement to the target lesion some mild resistance was noted and the stent came off the balloon. An attempt was made to pull the undeployed stent back into the guide catheter but this was unsuccessful and the stent remains in the mid left main/lad. The dislodged stent was crushed to the vessel wall. There was no patient consequences and no clinical sequelae were reported. The device was prepped prior to use with no issues noted.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined limited information available / device not received for evaluation). Inherent risk of procedure (stent embolism). None (device not received for evaluation).